Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad traces. The device had no moisture damage on electronics noted. The insulin pump was received with a scratched display window, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 281 mg/dl. Troubleshooting was not performed. The device was returned for analysis.